Event description:
1 of 3 reports. Other mfg report numbers:3013886523-2026-00175.3013886523-2026-00176.a physician reported a foreign matter (hair) was found after unpacking a programmable valve inline (ID 823832). The procedure was completed with a replacement product available. No patient consequences, no surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.